Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6), 2020. Blood glucose level at the time of the incident was 420 mg/dl. Customer was treated with manual shot and insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged insulin pump was under delivering. Customer ran high blood glucose troubleshooting. It was unknown if the insulin pump was in auto mode at the time of the incident. Customer stated that displacement test and self-test passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08780 inches. Device received with pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked select button keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).